Event description:
The customer stated an architect i1000sr analyzer generated a false positive troponin results for one patient. The architect generated results of 0.025 and 0.079 for two samples from one patient upon admission. Three subsequent samples analyzed on a cobas analyzer generated troponin results <0.01. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed using retained kits and was met. Tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed and found to be adequate. A product deficiency was not identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.